Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer spat and was no longer responsive and was unable to treat themselves and had contact with a healthcare professional (hcp) and was treated with insulin (dose, type unspecified) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.